Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The neuropathic pain patient reported through a manufacturer representative that there was a sharp irritation when charging the implantable neurostimulator (ins) was performed. Additionally, it was noted the ins became hot and the patient experienced discomfort. Impedance testing was performed and found system impedances to range from approximately 910 ohms to 1350 ohms. The patient¿s charging speed was slowed down in an effort to troubleshoot the issue; the patient¿s condition was to be observed following the change. It was unknown whether any external factors had led or contributed to the issue; though it was noted the patient¿s wound was still covered with gauze and it was thought that the wound had not been cured. It was unknown whether the issue was resolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Please note that upon further review, conclusion has been updated, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID# 977a275, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s ins had become hot during charging and that the issue had not occurred every time. Additionally, the patient experienced a sharp irritation discomfort around the stimulator during charging. The discomfort experienced near the ins was noted to be persistent. Slowing down the patient¿s charging speed reportedly resolved the issue; the patient¿s discomfort disappeared by slowing the recharge speed. The manufacturer representative discussed potential causes of the event with the attending physician and it was noted that although there was a complaint of a discomfort feeling around the stimulator for a while when the stimulus adjustment was performed at the outpatient department, ¿the factor that the removal of the lead was not successful and the lead remained inside and outside was suspected as the cause of the increased complaints of discomfort around the ins.¿ clarification regarding this issue was requested and received; it was stated that ¿the lead was not removed¿ and that ¿the whole lead remained implanted in the body.¿ there were no further complications reported or anticipated.